Event description:
The customer reported that the system was very slow and sluggish to respond when recalling images. Also the customer complained that the image quality was washed out on some cases.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep checked the resolution and tracking. He adjusted the tracking and completed the collimator calibration. The rep checked focus and voltages. He deleted and reloaded the software. The system is operating as intended.